Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was intermittingly unresponsive. The customer's blood glucose was 300 mg/dl. Customer confirmed that insulin pens were available for alternate insulin therapy.